Event description:
It was reported that the device did not fully infuse the medication. Information on patient impact is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device did not fully infuse the medication. Information on patient impact is unknown.

Manufacturer narrative:
Correction : annex b : b21; annex c : c21; annex d : d16. Additional information : device eval by manufacturer? Annex a : a0801, a1801, a040502, a0709; annex g : g04090, g02017, g0301204; annex b : b01, b14; annex c : c1302, c0601, c02; annex d : d15, d02. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.